Event description:
The pt had increased pain. A dye study was performed on (B)(6) 2011; they were unable to aspirate the catheter. A rotor study was negative. A myelogram/CT scan (B)(6) showed a catheter tip granuloma. The pt was seeing a physician to remove the granuloma and then seeing her managing physician who would probably replace the catheter. It was noted that this was the pt's second granuloma (see MFR's report # 3004209178201104077 for first granuloma).

Manufacturer narrative:
(B)(4).